Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported with increased baseline pain on (B)(6) 2010. The actual residual volume was more than the expected residual volume. It was unclear what the exact amounts were or what the percentage of accuracy was. It was stated that the pt had a volume discrepancy of greater than 25% at her previous refill session two months prior. On (B)(6) 2010, the physician was unable to aspirate through the catheter access port. A catheter revision/replacement was planned for (B)(6) 2011. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.